Event description:
An account stated that the head tower on this bed fell part way down, there was a patient in the bed at the time, but there were no injuries.

Manufacturer narrative:
The bed dropping to a lower level is an unintentional movement of the bed which has the potential to cause serious injury. Failure analysis determined that the bed was out of specification due to several missing plastic spacers in the head tower of the unit. Attempts to duplicate this type of failure of the production line were impossible without the bed failing end of line manufacturing tests.